Event description:
It was reported that "signal loss" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced signal loss. At around 4pm, the patient was swimming in the pool and after approximately 30 minutes. She got out and felt unwell. She then was unable to speak and was unresponsive. Emergency medical services (ems) was called and once they arrived, the patient¿s bg meter reading was low mg/dl and the cgm was in a signal loss state on the patent¿s mobile app. A second bg meter reading was taken and was 40 mg/dl. At third bg meter reading was taken and was 130 mg/dl. All while the cgm was still in a signal loss state. At some point in between the bg meter testing, ems treated the patient with ¿liquid sugar¿. Ems stayed with the patient for approximately one hour until the patient was stable. She was also advised to replace the sensor. The patient was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.